Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 79-year-old female with a high risk of percutaneous coronary intervention shock was implanted with an impella cp for mechanical circulatory support. It was reported that the left axillary artery was dissected while implanting the cp via the left axillary/subclavian artery. The physician placed two covered stents to intervene. The patient survived the event.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The impella was returned for investigation. There were no physical abnormalities observed on the pump. The patient had diseased vessels which were found to be damaged during insertion. The insertion was smooth with no excessive force applied. Per the clinical information provided, the root cause of the vascular damage - peripheral vessel issue was patient condition related to stenosis of the vessel near the insertion site. Added- h6 impact code 4642 f6/f8 should have been left blank in the initial report 1220648-2024-11921-1.